Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a bond anomaly at the battery connector which likely contributed to the backup vvi mode.

Event description:
It was reported that the patient (pt) had been undergoing dialysis treatment. Upon interrogation of the pulse generator, backup vvi mode was noted. After a software download, normal function resumed. On (B)(6) 2013 the pt presented to the clinic experiencing pain in the pocket area and was symptomatic. The device exhibited backup vvi mode. On (B)(6) 2013 the device was explanted and replaced.